Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 300 mcg/ml clonidine at 124 mcg/day and 15 mg/ml dilaudid (hydromorphone) at 6.2 mg/day, and the new drug being delivered is 10 mg/ml dilaudid (hydromorphone) at 6.2 mg/day. The reason for use was spinal pain. It was reported that the hcp ¿erroneously bypassed the bridge bolus.¿ the caller stated that the concentration changed during a pump replacement and a bridge bolus was not programmed. The issue occurred on (B)(6) 2018. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-14. It was reported that the cause of bypassing the bridge bolus was ¿oversight.¿ actions/interventions taken to resolve the issue consisted of contacting the patient and they were monitored for any unusual symptoms, dates were unknown. The issue has resolved and the patient did not experience any unusual symptoms. The rep was unsure what programmer (8840 with 8870 software or tablet with a810 software) was used with the patient's pump prior to the event. The serial number of the programmer was unknown. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.